Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. 1. Investigation of the actual sample: 1.1 actual samples upon receipt. Two peeled pieces (peeled piece 1 and 2). A guidewire main body. 1.2 visual inspection of the actual samples. The outer layer had been peeled off and the wire had been exposed from the distal end to approx. 130mm from the distal end of guidewire main body. The total length of peeled piece 1 was approximately 78mm. The total length of peeled piece 2 was approximately 84mm. 1.3 magnifying inspection of the guidewire main body. The outer layer at approximately 90mm - 130mm from the distal end had been peeled off over half the circumference. The fractured surface of peeled outer layer was smooth. The end of peeled section at approximately 90mm from the distal end had the torn shape. The end of peeled section at approximately 130mm from the distal end had the arc shape and gentle slope. 1.4 electron microscopic inspection of the guidewire main body there was a fixed size cut mark on the top surface of wire. Therefore, it was inferred that there was no missing part on the wire. 1.5 measurement of dimension outer diameter of the normal section: it met the factory's specifications. No anomaly was found. 1.6 magnifying inspection of peeled piece 1 and 2 [peeled piece 1] the end of peeled piece 1 (end a and b) the center was not partially detached, and the distal end had a ring shape. The fractured surface was smooth. Therefore, it was likely to come in contact with some sharp object. End a had a straight end. End b had a torn shape. [Peeled piece 2] the end of peeled piece 2 (end c and d) the fractured surface was smooth. Therefore, it was likely to come in contact with some sharp object. End c had a straight end. End d had an arc shape. 1.7 magnifying inspection of the missing part the shape of the peeled section of the outer layer of guidewire main body did not completely match the shape of peeled piece. The missing length was approximately 14mm. 2. Record review: 2.1 review of the manufacturing record and the shipping inspection record confirmed that there was not any anomaly in them. 2.2 a search of the complaint file found no other similar report of the product with the involved product code/lot# from other facilities. 3. Simulation test: we have experienced that when radifocus guide wire m was used in combination with a metal needle, the outer layer was peeled off. When the outer layer peeled off at the time the involved product was used in combination with a metal needle, the following characteristics were confirmed. The outer layer was peeled off over half the circumference, and the wire was exposed. The fractured surface of outer layer was smooth. The distal side of peeled outer layer was straight. The rear end side of peeled outer layer had the arc shape and gentle slope. These characteristics were likely to be similar to those of the guidewire main body. However, when the guidewire was used in combination with the metal needle, since it came into contact with the anticore heel of metal needle, it was not possible to simulate the structure of ring shape on peeled piece 1. 4. Cause of occurrence/conclusion: based on the investigation result, it was inferred that since the actual sample was operated in the removal direction while it was used with the metal needle in combination, it came into contact with the metal needle and the outer layer peeled off. However, peeled piece 1 had a ring shape, and it had a structure that could not be simulated in the combined use with a metal needle. Since the fractured surface of peeled piece 1 was smooth, it was likely to come in contact with some sharp object, and the event occurred. However, the mechanism of occurrence could not be clarified. The missing length of outer layer was likely to be approximately 14mm. Relevant IFU reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the actual product was used for the permanent blood access catheter placement. When attempting to access the right atrium by guiding the actual product into the blood vessel using a metal needle, a linear shadow appeared in the inferior vena cava. When the actual product was checked, it was found that the urethane coating had peeled off. Therefore, we stopped using the actual product. Although the peeled urethane coat remained inside the patient's body, it was impossible to remove it at that time. Therefore, a surgery to remove it was performed at a later date. The urethane coat remaining inside the patient's body was successfully removed, and the patient is recovering. Patient was harmed but not seriously. No pieces of the device remained in the patient's body since it was successfully removed.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. 1. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot# confirmed that there was not any anomaly in them. 2. A search of the complaint file found no other similar report of the product with the involved product code/lot# from other facilities. The actual sample will be evaluated upon its arrival at ashitaka factory. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834..